Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. Several more attempts were made with the same result. The sample was disassembled to inspect the internal components. It was found that the proximal end of the feeder was slightly bent. The sample was received with no clips remaining in the channel indicating that 15 clips were fired by the end user. The bent rotation tab and the proximal end of the feeder being bent are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One sample was returned with its rotation tab bent and no clip in the first position of the channel. Upon functional inspection, no clip fired. Several more attempts were made with the same result. The sample was received with no clips remaining in the channel indicating that 15 clips were fired by the end user. Upon disassembly, it was found that the proximal end of the feeder was slightly bent. The bent rotation tab and the proximal end of the feeder being bent are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clip slipped when loading for vessel ligation.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800586. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip slipped when loading for vessel ligation.